Manufacturer narrative:
Samples received: 1 open cassette. There are no previous complaints of this code/batch. There are no units in OEM stock. We have received 1 open cassette, with the opening date written: (B)(6) 2014. The reception date is (B)(6) 2014, so the suture was used within 4 month period after opening. Tested the knot pull tensile strength of the sample received and the results fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventative actions: not applicable.

Event description:
Country of complaint: (B)(6). Suture is snapping.